Event description:
It was reported that during an unspecified veterinary surgical procedure, it was discovered that the quick coupling device was making a grinding noise. There were no delays to the planned surgical procedure as a spare device was available for use. The surgery was completed successfully with the spare device. There was no human patient involvement reported as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function properly, and had corrosion and debris internally. Therefore, the reported condition was confirmed. The assignable root cause was determined to be inadequate cleaning and possible immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.